Event description:
Pt had bravo capsule placed via egd to esophagus. When pt returned bravo unit after 48 hrs, pt stated receiver kept reading p1/p2, during entire 48 hr. Diary obtained and technician notified for her to download bravo unit, & that pt had concerns of unit malfunctioning. Unit downloaded, no info was obtained. Equipment failure.